Event description:
Boston scientific received information that upon initial set-up of latitude the communicator could not locate the device. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.